Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011.  (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.  (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.  (B)(4) submitted for adverse event which occurred on (B)(6) 2016. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿adhesions and that the mesh was detached from at least half of the circumference of the hernia defect. Thus the surgeon excised the mesh¿. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2013 during which the surgeon noted ¿significant adhesions from the omentum and a recurrent incisional hernia close to the old mesh.¿ it was reported that the patient underwent recurrent incisional hernia repair surgery with additional mesh and laparoscopic adhesiolysis on (B)(6) 2014 during which the surgeon noted ¿significant adhesions and a recurrent incisional hernia close to the old mesh.¿ it was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted ¿significant adhesions between the omentum and the abdominal wall due to the previous repair.¿ it was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted ¿a significant amount of adhesions from the omentum to the abdominal wall. The omentum was completely taken down from the abdominal wall and then the mesh.¿ it was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2016 during which the surgeon noted ¿a small umbilical hernia located above the prior meshes. The surgeon removed all fat content from the defect and then removed at least 3 or maybe 4 mesh from the abdomen. It was reported that the patient experienced severe pain, diarrhea, extreme weight loss, abdominal knot and adhesions. No additional information is provided.